Event description:
Customer reported the alarm does not sound when the magnet pull cord is detached from the alarm. The date when the issue was discovered is unknown. No patient incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue and revealed that the unit powers up, but the alarm does not sound when the magnet is removed from the magnet plate. The alarm does not sound when the magnet is not attached and when the sensor is disconnected. However, the alarm does sound when using a sensor pad and weight is removed from the sensor pad. (B)(4).